Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device was received not deployed with data showing high pulse widths and a drive stall along with an 0x5c hazard alarm. The timeouts and drive stall resulted in the generation of the 0x5c alarm and the device failing to deploy. Rerun of the device was not able to replicate the observed timeouts and drive stall. No damages or deficiencies were observed that could contribute to the timeouts, drive stall, or observed hazard alarm. The exact cause of the observed timeouts, drive stall, and 0x5c hazard alarm could not conclusively be determined.